Event description:
Burn the sales representative was contacted by phone (B)(6) 2011 at 11:30 am by (B)(6) (sterile processing and distribution, instrument coordinator that there was a "patient injury" while using the snowden pencer breast retractor.  It was reported that the connection between light cord and lighted breast retractor became very hot and caused a 3cm. 1.2 cm blistered superficial burn to the left chest wall. The sales representative meet with the hospital that day and reviewed the instructions for use noting that a 3.5mm light cable is maximum fiber optic cable bundle.  The light cord "appeared" to be a diameter of 8mm- 10mm per (B)(6) the hospital representatives. On (B)(6) 2012, spoke with (B)(6), risk manager. She again indicated the incorrect size light cord was used during the incident.  The instrument will not be returned for evaluation. The patient is expected to fully recover. The facility is checking to be sure all retractors are being used with the correct size light cables. Carefusion has sent the customer instructions for use. (B)(6) will pass the instructions on to central processing. It appears that there was not lot number on the instrument and that it has been repaired/ inspected by a third party repair in the past.

Manufacturer narrative:
(B)(4). The device was not received for evaluation and a lot number was not provided, therefore, a DHR review could not be performed. Although the device was not received, additional information received indicated that the sales representative met with the hospital that day and reviewed the instructions for use noting that a 3.5mm light cable is maximum fiber optic cable bundle. The light cord "appeared" to be a diameter of 8mm- 10mm per (B)(6) the hospital representatives. On (B)(6) 2012, customer advocacy group spoke with (B)(6), risk manager. She again indicated the incorrect size light cord was used during the incident. The instrument will not be returned for evaluation. The patient is expected to fully recover. The facility is checking to be sure all retractors are being used with the correct size light cables. Carefusion has sent the customer instructions for use. (B)(6) will pass the instructions on to central processing. It appears that there was not lot number on the instrument and that it has been repaired/ inspected by an unknown source.